Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while measuring the depth of a screw into the base plate, the depth gauge broke off in the pt. The piece was unable to be retrieved.

Manufacturer narrative:
The instructions for use included with the gauge states "do not subject instruments to high loads and/ or impacts as breakage can occur." Review of the device history records did not find any deviations or anomalies. The gauge was used for treatment. No other complaints of any type have been reported for this lot gauges. The gauge has an approximate field age of 8 years and 5 months. With the provided information an exact cause could not be determined. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.